Event description:
It was reported that the pacemaker device exhibited pacing inhibition, high capture thresholds and high out of range pacing impedance measurements, measuring at 2026 ohms on this right ventricular (rv) channel. It was noted that this rv lead conductor was fractured. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the pacemaker device exhibited high capture thresholds and high out of range pacing impedance measurements, measuring at 2026 ohms on this right ventricular (rv) channel. It was noted that this rv lead conductor was fractured. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.